Manufacturer narrative:
Analysis found touchscreen overlay misalignment. The touchscreen was out of specifications.

Event description:
It was reported there was a display (screen) problem. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.